Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stopping due to full battery depletion was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 5 days (07apr2024 ¿ 11apr2024, 01jan2000 per timestamp). Events occurring on 01jan2000 were recorded as default dates due to a total loss of power to the controller. Low voltage alarms were active on 10apr2024 from 04:48:49 ¿ 07:44:03. No external power alarms became active shortly after the low voltage alarms on 10apr2024 and were active at 07:44:03 until the controller powered off at 09:55:43. The no external power alarms became active due to the voltages on both cables depleting to ~0v. The backup battery was providing power to the pump during the times of no external power until the controller powered off. The event following the final no external power alarm on 10apr2024 was recorded as a default date of 01jan2000 at 00:00:00 indicating that the controller had lost all power. These alarms became active due to the 14v batteries becoming fully depleted. The 14v batteries were in use for approximately 24 hours before the no external power alarms became active. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. The root cause for the pump stopping was due to full battery depletion; however, a root cause for the batteries becoming depleted was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found to a pump off from 9:55 am to 3:00pm while asleep. A review of the log file revealed a no external power alarms on (B)(6) 2024. The events indicated that power was lost due to the depletion of the 14 volt batteries. The log indicated that the patient did not connect to the power module/mpu during this history the patient was connected to fully charged batteries at 7:39 am on (B)(6) 2024. Approximately 21 hours later, a low battery advisory became active that progressed to a low battery hazard, and the loss of power to each power cable. The system continued to operate at the set speed and was supported by the controller¿s backup battery until the backup battery was depleted and the system stopped at 9:55 am on (B)(6) 2024. The log file also captured several other low power alarms due to normal battery depletion.